Event description:
Revision surgery-poly worn out.

Manufacturer narrative:
No catalog number or lot number provided. Encore will continue to research this complaint, and will submit a follow-up report when the information is received.